Event description:
Right hip revision done today. The patient presented to the ER with joint pain and felt a ¿pop¿. The explanted poly showed, some superior wear and trunnion wear.

Manufacturer narrative:
Reported event: an event, involving an unknown liner regarding wear was reported. The event was confirmed. Method & results: product evaluation and results: not performed, as the device was not returned. Clinician review: this inquiry concerns a male patient who underwent a primary cementless total hip arthroplasty in 2011. Approximately 13 years later, the patient became symptomatic. And x-rays revealed, a head neck disassociation. According to the product summary, the patient underwent revision surgery, where some polyethylene wear was noted. I can confirm, that the patient underwent a primary right total hip arthroplasty, since I was able to see x-rays with the implant in place, along with the head neck disassociation. I cannot confirm, the revision, since I have no documentation including operation note, office notes and post revision x-rays. The root cause of head neck disassociation in this case cannot be determined, with certainty. Causes in general include: surgical technique factors including trunnion preparation and proper head insertion. Patient factors: including activity level in bmi and implant factors. The explanted prostheses should be submitted, to stryker engineers for complete analysis and evaluation. Product history review: not performed, as the lot number was not provided. Complaint history review: not performed, as the lot number was not provided. Conclusions: it was reported, that the patient was revised, due to disassociation and wear. A review of the provided medical records, by a clinical consultant indicated: "this inquiry concerns a male patient who underwent a primary cementless total hip arthroplasty in 2011. Approximately, 13 years later, the patient became symptomatic. And x-rays revealed, a head neck disassociation. According to the product summary, the patient underwent revision surgery, where some polyethylene wear was noted. I can confirm, that the patient underwent a primary right total hip arthroplasty, since I was able to see x-rays with the implant in place, along with the head neck disassociation. I cannot confirm, the revision, since I have no documentation including operation note, office notes and post revision x-rays. The root cause of head neck disassociation in this case cannot be determined, with certainty. Causes in general: include surgical technique factors including trunnion preparation and proper head insertion. Patient factors: including activity level in bmi and implant factors. The explanted prostheses should be submitted, to stryker engineers for complete analysis and evaluation. "No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Right hip revision done today. The patient presented to the ER with joint pain and felt a ¿pop¿. The explanted poly showed some superior wear and trunnion wear.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.